Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04535. It was reported the patient was experiencing heating while recharging the ipg with the charging system. The patient reported she would stop recharging, and place ice on the area prior to resuming the process. A replacement charging system was sent to the patient. Follow up identified the patient had used the new charging system and it was working well, and she had not experienced any heating with the new device.

Manufacturer narrative:
This ipg serial number was included in a field advisory and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.